Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging pulmonary symptoms started while using the device which include increased mucus production and chest symptoms. There is no allegation of serious or permanent harm or injury. Patient alleges their doctor scheduled an appointment with a pulmonary specialist. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.